Manufacturer narrative:
Concomitant products: unspecified microcatheter, enpower connecting cable and enpower detachment control box.. (B)(4). The device was returned for analysis; however, the analysis has not yet been completed. Additional information will be submitted within 30 days of receipt.

Event description:
As reported by a healthcare professional, during coil embolization, the deltapaq coil (cdf10020630/c29978) could not be detached. The coil was successfully withdrawn from the unspecified microcatheter, and a new coil was used to complete the procedure using the same microcatheter, enpower connecting cable and enpower detachment control box. A continuous flush had been maintained through the microcatheter, and there was no resistance between the microcatheter and deltapaq. There was no report of damage to the coil after it was removed (i.e. Kinked, stretched, separated, prematurely detached). A pre-deployment check had been performed, and the green system ready light illuminated. It was unknown if during the detachment cycle the detachment light illuminated and the audible signal beeped. All connections appeared to fit properly without application of excessive force. There was no report of patient injury and no clinically significant delay in the procedure. It was reported that the device would be returned for analysis; however, the microcatheter, cable and detachment box were not available.

Manufacturer narrative:
Conclusion: the deltapaq was returned for analysis; however, the unidentified detachment control box, the connecting cable and the unidentified microcatheter were not returned. Concerning cleanliness only, the microcoil system was returned in almost pristine condition. The system was either not used or was cleaned/rinsed before being returned which may have produced further damage. As viewed through the returned packaging, unreported damage of the coil separated from the device positioning unit (dpu) was found. Located off the distal tip of the dpu are kinks located at 3 millimeters, 5 millimeters, and 1.0 centimeters. Unreported damage of the dpu being completely pulled through and outside the sheath was found. Located 20.0 centimeters off the distal tip of the green introducer, the separated coil was found. The coil¿s socket ring was found to have been pushed down inside the outer sheath and against the resistive heating coil section (angle ring section). The coil¿s fracture is ductile in nature requiring external force. No material defects were found. The circumstances of how and when the coil was severed cannot be determined. The stretch resistant suture was also severed. The detachment fiber did not receive heat and melt. The distal severed end of the coil also exhibits a ductile fracture. The distal section of the coil was stretched. Past the damaged section the distal section of the coil is undamaged. The device positioning unit (dpu) failed electrical testing with resistance at 0.0 ohms (range 48.5/56.0) ((B)(4)) (fluke meter ID# (B)(4)) and the enpower (ID#(B)(4)) and cable (ID#(B)(4)) systems ready green light failed to illuminate (IFU). The circumstances of how and when all the unreported damage found in the narrative above not reported in the complaint description occurred cannot be determined which also includes damage not able to be seen by the unaided eye. No manufacturing defects were found. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The complaint of the coils non-detachment was confirmed. The dpu failed electrical testing. While the root cause cannot be determined, the most likely contributing factor may have been due to wiring and/or a fracture at the solder joint connection; however, the circumstances of how and when this damage occurred cannot be determined as all microcoil systems are electrical tested prior to final packaging. In addition, without the return of the complete detachment system and the unidentified microcatheter used in the procedure, it cannot be determined if these components had any additional contributions to the complaint event. Since it was reported that the coil had not separated at the time of the event, the coil damage found during analysis was most like related to post-procedure handling or shipping factors. Since there was no evidence to suggest the non-detachment was related to a manufacturing issue, no corrective actions will be taken at this time.